Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: one of the syringes had a residue on the tip of the needle, it looks like a powder, a white thread.

Manufacturer narrative:
Customer returned (1) loose 1cc, 6mm syringe. Customer states that one of the syringes had a residue on the tip of the needle. The returned syringe was examined and exhibited an orange tinted piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. A review of the device history record was completed for batch# 8330806. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200790495] noted that did not pertain to the complaint. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is assembled to the barrel, cannula subassembly and detects for missing shield. Review of DHR records and maintenance dispatches found no issues that related to the complaint. Unable to determine the root cause of the cannula making contact with the shield during assembly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: one of the syringes had a residue on the tip of the needle, it looks like a powder, a white thread.